Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of a battery anomaly. Review of device data by boston scientific technical services confirmed the battery is prematurely depleting, device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.